Event description:
It was reported by service report that the power light comes on the side rails but no buttons work on either side. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Biomed tech at spectrum health evaluated the product. This issue was resolved for the customer by sending the customer a cpu board.